Event description:
It was reported that during an unknown procedure, the jaws of the device would not open. The device was not on patient tissue when this occurred. Another like device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Heat shrink the device was received with skiving of the heat shrink (shaft cover) material not all present. The device was mechanically tested and no anomalies were noted. No issues were noted with opening and closing of the jaws the device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.